Event description:
The dr. Tried to retract l-hook while device was in patient's abdomen for total laparoscopic hysterectomy. L-hook would not retract in and out of device and was partially sticking out of tip of end of ligasure. The device was removed from field and a new device was opened.